Event description:
It was reported by the plaintiff's attorney that on (B)(6) 1007, the plaintiff was implanted with an ams monarc. The plaintiff's attorney alleged that the plaintiff "suffered/will continue to suffer pain, suffering, disability, impairment."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.